Event description:
Date of event: (B) (6) 2009 or later. A complaint was issued by the healthcare professional on (B) (6) 2010 for a surgery done in (B) (6) 2009. After thorough investigation, it appeared that a production error by the manufacturer had caused a uniform shift of all implants in angulations, height, and entry point. The patient thus has implants in the wrong place with errors up to 3 mm in implant position. Out of the 4 implants, 1 was immediately replaced by a shorter one because it was obviously wrong. The other 3 implants will probably have to come out in a later stage. The plan is to take out the implants and put new ones in after a healing period. This means that the patient will endure extra surgery.

Manufacturer narrative:
The examination method involved a post-op CT scan which allowed us to compare the theoretical surgical outcome with the actual outcome.